Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that whilst undergoing a prophylactic explant procedure of this implantable pacemaker, the patient experienced approximately twenty seconds of asystole during device interrogation. This pacemaker was subsequently explanted and replaced to resolve the event and no adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that whilst undergoing a prophylactic explant procedure of this implantable pacemaker, the patient experienced approximately twenty seconds of asystole during device interrogation. This pacemaker was subsequently explanted and replaced to resolve the event and no adverse patient effects were reported. This device is expected to be returned for analysis, but has not yet been received.